Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts off when it is unplugged. The user biomedical services replaced the battery, cleaned the unit and cleaned and replaced the battery gasket. There was no known patient injury or medical intervention associated with this event. No additional information is available.